Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an aortic arch angiogram procedure while advancing a pigtail guide catheter over the backend of the guide wire, the clear hydrophilic coating was coming off the wire and collecting at the catheter tip outside the patient's body. A new wire was used to complete this procedure.

Manufacturer narrative:
A suspect device from the same batch was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.